Manufacturer narrative:
Date of event: exact date is unknown/not provided. Best estimate date is on or after jul 19, 2022. Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section h3-no: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a female patient had bilateral intraocular lens (iol) implants, but vision is now worse than ever. The patient complained to doctor about seeing starbursts around car lights and auras around lights/stars/the moon at night. Patient could no longer drive comfortably after dusk. The doctor assured patient that it should improve, and that what she was experiencing was only temporary, and said to give it time. The patient did, and now, two years later, vision has not improved and if anything has gotten worse. Patient now notices/sees an aura around anything light or bright. These happen with both eyes even during the day. Can see auras around her computer, the tv, her hand, her silverware as she eats, the glass of water next to her computer, etc. At night vision is significantly worse and the patient can no longer drive after dusk. It now appears that the vision issue is now permanent. This MDR report pertains to the right eye (od) of the patient. A separate report will be submitted for the left eye (os) of the patient.